Manufacturer narrative:
The synchroseal has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of torn jaw cover - distal, to be related to the customer reported complaint. The instrument was found to have a tear on the distal side of the jaw cover at the distal end of the instrument. The tear is approximately 0.228" in length. No missing material. An additional observation is that the instrument was found to have signs of thermal damage to the white portion of the cut electrode at the distal end. The instrument passed the electrical continuity test. Logs show qty 136 seal and 37 transect events with qty 61 "high initial starting impedance" errors, indicating that the user likely tried to cut/seal too thick tissue, resulting in the error. Logs also show qty 1 transect event with qty 1 "seal electrodes shorted" error, shorting can occur due to a potential contact with another metallic component.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the synchroseal had a fragile protective coating on the joint shaft (silicone cover). To avoid residues in the patient, a new device was opened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the device was visually checked before use. No fragment fell into the patient's anatomy. The problem was corrected by sending the device in for inspection. No photographic images or a video recording of the instrument are available.

Manufacturer narrative:
The synchroseal instrument was further evaluated by failure analysis engineering team. The initial findings were confirmed. The instrument cut electrode is confirmed to exhibit thermal damage which is expected behavior on account of instrument usage.

Event description:
Refer to h10/h11 for follow-up information.